Event description:
The reporter stated that the surgeon reported that a pt who had had wrist surgery could not move his finger. When the surgeon did a second surgery he found the graft looking "gel" like. He feels that the graft breaks down when it enters the body.